Event description:
Medtronic received information that during placement of a third perclose to achieve hemostats in a transcatheter bioprosthetic valve implantation, dissection and occlusion of the right common femoral artery (rcf a) occurred. A 7fr 45cm destination terumo sheath was placed contra-lateral from the left common femoral artery (lcf a), and a 0.35 wire was passed through the occlusion. A 8x30mm mustang balloon was inflated and blood flow was restored. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)